Event description:
A consumer reported that she "was not able to see her computer" and that she "had to take many breaks in between" following bilateral intraocular lens (iol) implant surgery. In follow-up, the surgeon stated the consumer's visual symptoms was due to mild forme frusle keratoconus. This is the first medical device report associated with this event. This report is for the first eye.

Manufacturer narrative:
Evaluation summary: product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There has been one other similar complaint reported in the lot number. Additional information was requested 08/01/2011 and 08/24/2011 by fax, phone and mail. A completed questionnaire was received on 08/16/2011. (B)(4).